Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
It was reported that after an optease vena cava filter and a trapease vena cava filter was implanted, the filters subsequently malfunctioned and caused injury, damage, including but not limited to: deep vein thrombosis (dvt), stenosis, ivc occlusion, filter tilt, embedment and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product(s) were not returned for analysis and the sterile lot number(s) have not been provided; therefore, no device analysis nor device history record review could be performed. The trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Stenosis is an abnormal narrowing in a blood vessel. With the limited information provided and the location of the stenosis not revealed it is not possible to determine a relationship between the filter and the stenosis. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Additionally, without post implant films for review or the patient¿s medical history, the report of clotting, occlusion, and blood clots could not be confirmed, nor a cause be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is one of two reports associated with this patient and the related manufacturing report is 1016427-2018-02260.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately fifteen years post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt, and filter embedded in wall of the ivc. No filter removal attempt has been performed. The following additional information received per the medical records stat that the patient has a history of a gunshot wound to the spine causing paraplegia, decubitus ulcers, and recurrent urinary tract infections. A radiology report confirmed that the distal cone and filter struts have perforated through the wall of the ivc.

Manufacturer narrative:
Manufacturing telephone and fax numbers of cordis cashel are respectively, (B)(6). Please note that this is one of two reports associated with this patient and the related manufacturing report is 1016427-2018-02260. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter and a trapease vena cava filter was implanted, the filters subsequently malfunctioned and caused injury, damage, including but not limited to: dvt, stenosis, ivc occlusion, filter tilt, embedment and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that after an optease vena cava filter and/or a trapease vena cava filter was implanted, a patient experienced filter tilt, perforation, embedment, deep vein thrombosis, stenosis of the inferior vena cava (ivc) and occlusion of the ivc. According to the information provided the patient became aware of the events approximately twelve years post implant. Approximately two years post implant the patient was admitted to the hospital with complaints of decubitus ulcers and recurring urinary tract infections. The filter was implanted the same year that the patient experienced a gunshot wound to the spine that resulted in spastic paraplegia and neurogenic bladder. The indication for the filter implant and the procedural details have not been provided. Approximately twelve years post implant the patient had a computed tomography scan performed that showed a cordis type filter was positioned below the level of the renal veins with no migration or fracture, however tilt, ivc stenosis and penetration of the filter through the left lateral wall of the ivc into the pericaval/mesenteric fat. The scan noted that the filter is tilted anteriorly with the proximal cone lying on the wall of the ivc, possibly embedded in it and the ivc distal to the filter was very stenotic. There is currently no additional information available for review. The product(s) were not returned for analysis and the sterile lot number(s) have not been provided; therefore, no device analysis nor device history record review could be performed. The trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time, it is unknown if the tilt contributed to the reported perforation. Stenosis is an abnormal narrowing in a blood vessel, the information indicated the stenosis was distal to the filter, with the information provided it is not possible to determine the relationship between the event and the filter. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.